Event description:
Healthcare professional reported left side "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell (0-25%) and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius and brown particles in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on radius assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, g.2, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side "rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.